Event description:
It was reported that the patient presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the implantable cardiac monitor exhibited missing electrocardiogram. No intervention was performed. The patient was in stable condition.